Event description:
The subject device was returned to an olympus service center with a report there was a pinhole in the bending section cover. There was no report of patient or user injury due to the event. During inspection and testing, service found the instrument channel port was scraped/shaved. This report is being submitted for the malfunction found by service during the evaluation of the device (instrument channel port scraped/shaved).

Manufacturer narrative:
During inspection and testing, service confirmed there was a leak due to a pinhole in the bending section cover. In addition, service found that several of the device components were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon may have been due to how the t-shaped port was remounted to the channel opening, but could not be further determined if this event occurred due to stress or the user's handling. The product was shipped with no abnormalities on manufacturing. Olympus will continue to monitor field performance for this device.